Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the result of the eval.

Event description:
A report was received that alleges the device was found leaking after an unk amount of time in use. No related medical sequela was reported.